Event description:
It was reported that the left ventricular lead had a possible conductor fracture; there was high threshold and high pacing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the distal segment of the lead was returned and analyzed with no anomalies found. Visual analysis noted apparent explant damage.